Event description:
After the lead was implanted, the lead slipped off and was pulled due to the slick surface of the suture sleeve. The pocket was reopened to tighten the string of the suture sleeve. However, the lead slipped off again. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. The lead exhibited no mechanical or visual anomalies. The suture sleeve was measured and all measured values were within product specification. Electrical testing was performed on the lead and the results indicated normal device characteristics.